Event description:
A hemodialysis inpatient user facility has reported that during initiation of treatment a blood leak occurred. Facility stated that the end cap of dialyzer cracked immediately after blood made contact with it. The leak was visually observed. Estimated blood loss was less than 150 cc's. Patient had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This medwatch report is associated with MDR # 1713747-2013-00541.